Event description:
Caller reported potential false negative troponin I (tn1) results compared to laboratory analyzer. Customer indicated that all their recent testing using the triage meter gave false negative tn1 results. Customer had no further information; could not provide number or device lots or lot numbers involved in further discrepancies or number of false negative results. Customer reported that she rarely gets elevated tni samples and only uses triage meter as a back-up method. Samples are not immediately run on triage meter but caller was unable to provide any details. Technical service attempted to get further information on three occasions but was told that customer decided to retire use of the triage meter and asked not to be contacted again.

Manufacturer narrative:
No investigation is possible at this time as no product lot number was provided by the customer. An investigation of trend code involved in this case indicates that the number of complaint from this (and/or previous) month does not exceed historic levels of call volume for the product(s) involved and complaint trend is steady. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.